Manufacturer narrative:
Siemens filed initial MDR 2517506-2024-00109 on 25-mar-2024. Additional information (27-mar-2024): siemen evaluated reagent, instrument, and sample data and ruled out reagent issues based on acceptable qc recovery and no issues with other patient samples. Additionally, siemens confirmed that instrument performance was acceptable based on the successful calibration and dilutions. Siemens concluded that sample handling potentially contributed to the falsely depressed sodium (na) results. The investigation conclusions code in h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that falsely depressed sodium (na) results were generated on two patient samples on a dimension exl 200 instrument. The quality controls (qc) were acceptable at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse replaced waste tubing for imt port, the port valve, and inspected the fitting at the waste bottle. Next, the cse flushed imt port with hot water and observed normal evacuation at the waste port. Then, the cse inspected and cleaned the sensor ports, successfully primed the system, and observed normal pump rate. After that, the cse ran a successful calibration, qc precision, and patient precision. The cause of the falsely depressed na results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer reported that falsely depressed sodium (na) results were generated on two patient samples on a dimension exl 200 instrument. The erroneous results were reported to physician(s), who questioned the results and requested new draws. The new draw for the first patient was processed on the same dimension exl 200 instrument. The new draw for the second patient was processed on an alternate dimension exl 200 instrument. Both redrawn patient samples recovered higher than the erroneous results. The repeat results were reported to the physician(s), as the correct results. Additionally troubleshooting was done using both the initial and redraw samples for the first patient on the alternate dimension exl 200 instrument. The results generated were like the redraw results which were reported to the physician(s) there are no known reports of patient intervention or adverse health consequences due to the falsely depressed na results.